Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. A downstream occlusion test was performed per the spectrum preventive maintenance procedure but was unable to produce a downstream occlusion message due to a system error 320. However, a downstream occlusion message was confirmed during a review of the event history log. The reported symptom "downstream occlusion, came up high a few times" was reproduced. Evaluation found the downstream sensor current reading, for a fluid filled set, elevated and out of specification. This is likely what the customer was referring to as "came up high." The downstream pressure plate gap was also found out of specification. With elevated numbers the device is more sensitive to pressure and can falsely alarm a downstream occlusion. The downstream shim was recalibrated. (B)(4).

Event description:
It was reported that a spectrum pump experienced "downstream occlusion, came up high a few times" with high fluid numbers during preventive maintenance testing for downstream occlusions. It was also reported there was no patient involvement.